Event description:
A pump error message indicated an obstruction, preventing the customer from using the pump. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting and no further action was needed, as they were out of warranty and in the process of renewal.